Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button.

Event description:
Information received by medtronic indicated that customer had high blood glucose and think it was a site issue due to she changed her site and issue was resolved. No harm requiring medical intervention was reported. The customer was declined high blood glucose troubleshooting and changed her set and was not reporting any issues with the set or reservoir, she just changed it and then treated with a manual injection. The device will not be returned for analysis.